Manufacturer narrative:
Additional information: a medtronic representative reported that the site has since used the navigation system and has been unable to recreate the reported issue.

Manufacturer narrative:
The in/out hub for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. A fiber nav interface transceiver, fiber equip rack transceiver and I/o hub were replaced. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have been not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial resection procedure with navigation system, there was an issue with the axiem box. When the site was setting up for the case, the axiem box displayed a red status. Rebooting the system resolved the issue. But, when the site entered to navigation screen, the status changed to "fault on axiem box, communication error, check power and system cables". Rebooting the system resolved the issue and the site continued the procedure. The surgery was completed with the use of navigation. There was a delay of less than 15 minutes. No impact on patient outcome.